Manufacturer narrative:
Product complaint # (B)(4). Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received. No conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on that (B)(6), 2021 the patient underwent for an unknown surgery. During the surgery, the helical blade for tfn had the screw thread damaged. It was unknown if the surgery completed successfully. The patient outcome was unknown. Concomitant device reported: unknown tfn helical blade (part # unknown, lot # unknown, quantity unknown). This complaint involves one (1) device. This report is for (1) helical blade coupling screw. This is report 1 of 1 (B)(4).